Manufacturer narrative:
An outside the united states customer reported that a discordant elevated ca 19-9 result was generated for one patient on an atellica im 1600 analyzer. The result was considered discordant compared to an alternate method and to the result after treatment with polyethylene glycol. The customer had a sample from a female patient with a gallbladder polyp but no indication of a cancer diagnosis that recovered > 700 u/ml with atellica im ca 19-9 kit lot 511 but when tested with an alternate ca 19-9 assay the result was 15 u/ml. The sample was not repeated to verify the > 700 u/ml result or diluted to determine final concentration. After the sample was treated with peg6000 the atellica im ca 19-9 result was 16 u/ml. All bio-rad controls with ca19-9 were within the normal ranges. Siemens reviewed the calibration and there is no evidence of a problem. The customer was not able to provide a list of medications/supplements the patient was taking. The sample is not available to be sent to siemens healthineers for evaluation. The sample was collected in a serum gel barrier tube made in china, allowed to clot for over a hour, and centrifuged for 10 minutes at 3000 rpm in a fixed angle centrifuge. Some blood draw tube manufacturers recommend centrifuging gel barrier tubes for longer than normal (e.g. 15 minutes) when using a fixed angle centrifuge. The customer should check the blood draw tube manufacturers recommendations to make sure their centrifuge time is sufficient. The decrease in the atellica im ca 19-9 result after peg6000 treatment could indicate there is something in the sample interfering with the atellica im ca 19-9 assay. The expected values section of the atellica im ca 19-9 instructions for use (IFU) (10995285) indicates 3.7% of samples from normal patients recovered >37 u/ml so a certain number of elevated results from normal patients can be expected for this assay. The limitations section of the instructions for use states: warning: do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note - do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The cause of the discrepant results seen by the customer with this one sample when using atellica im ca 19-9 kit lot 511 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. No further action is needed.

Event description:
The customer reported that a discordant elevated ca 19-9 result was generated for one patient on an atellica im 1600 analyzer. The result was elevated compared to an alternate method. The initial result was reported to the physician(s), who questioned the result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated atellica im ca 19-9 results.